Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pre-operation check, a message appeared to check the right ventricular (rv) lead. Technical services (ts) assessed the lead and through lat nxt determined that rv lead had high out of range shock impedance measurements averaging out at approximately 140 ohms over a 28-day period. Ts stated concern if the impedance measurements remained high and out of range that it could impact shock delivery conversion efficacy. No adverse patient effects were reported. This rv lead remains in service. Additional information is being requested from the field.